Event description:
Reference MDR #1219856-2010-00187 for the first event and MDR #1219856-2010-00188 for the second event involving the same pt. It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and it was found that the fiberoptix sensor (fos) would not zero. The md inserted the super arrow-flex (saf) sheath (from the iab-05830-lws kit) over the existing spring wire guide (swg) in the pt's right femoral artery. The iab was inserted over the swg and into the saf sheath. At this time the proximal end of the bladder became stuck as it was passing through the last 1 to 2 inches of the saf sheath. The md removed the iab and the saf sheath. The md stated that the pt was stable enough and did not need intra-aortic balloon pump (iabp) therapy. There was no excessive bleeding noted following the saf sheath removal.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.